Manufacturer narrative:
A review of the instrument history showed that the device was purchased on (B)(4) 2010, but the device has not been returned to olympus for service since then. In addition, the manufacturing record for the subject device was checked and there was no problem noted during the manufacturing of the device.

Event description:
Olympus received a (B)(4) that stated "during a polyp removal, when cauterizing to remove a polyp, there was no obvious smoke or tissue reaction. The unit did not alarm. The patient had bleeding from the polyp removal as a result of no cautery. Resolution clips were placed on two sites to control the bleeding and patient was treated with glucagon to help with the colon spasm. The patient had some tongue swelling potentially from glucagon as identified by the provider. The patient was stable and the bleeding was controlled. Patient was admitted for observation. The patient had extended anesthesia time and observation admission." Olympus followed up with the user facility to obtain additional information regarding the report and was informed that there was only a yellow light and no alarm because the electrosurgical unit was set in the incorrect mode. After the procedure, the unit was evaluated by the user facility staff and said to be functioning properly. The procedure was completed with the same unit. The patient was admitted overnight for observation. The patient is doing fine.